Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible micro perforation. It was also reported that the right atrial (ra) lead showed a rise in threshold and sensing difficulty. Fluid was noted in the pericardial sac. The physician re-positioned the right atrial lead. The lead is still in use. No further patient complications have been reported as a result of this event.